Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015. This report is filed september 8, 2015.

Manufacturer narrative:
The report is filed (B)(6) 2015.

Event description:
Per the clinic, inflammation had developed at the implant site. The patient's physician applied gentamicin sulfate; however, the issue could not be resolved. Subsequently, the receiver/stimulator was exposed through the skinflap. The implanted device remains. It is unknown whether there are plans to explant and reimplant the patient with a new device.